Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was deceiving insulin after suspending the device. The customer's blood glucose level was unknown at the time of the incident. The customer treated their blood glucose levels with juice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The backs light functioned properly when pressing back light/down button. No lagging during back light check. No setting anomaly or display anomaly noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. The blood glucose meter communicated properly with pump. No communication anomaly noted.